Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that during a removal surgery of va-tcp, when the surgeon tried to remove screw with a screwdriver, the va locking screw in question at the distal ulnar side was broken below the screw head. The broken tip of the screw remained in the patient's body. The surgery was delayed, but the specific time is unknown. This report is 1 of 1 for (B)(4).